Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch #5-4415741, 6-4415741 & 7-3815741 during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided , to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (003-40; aquapak 340 sw , 340 ml w/040 adaptor) available at the facility nor is being manufactured at the time. A CAPA file #(B)(4) was opened to perform a further investigation this issue. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the screw cap connector is difficult to connect with the oxygen outlet.